Manufacturer narrative:
A replacement pump was shipped to the customer on 07/18/2014. Ameda requested return of the used pump. To date, the pump has not been returned. Per MFR final inspection records, the serial number, (B)(4), met suction specification prior to release.

Event description:
On (B)(6) 2014, the customer contacted ameda via phone call. The customer stated that she was experiencing inconsistent low suction on both sides of her purely yours pump. She stated she had mastitis one week prior that resolved with sleep, nursing, and antibiotics.